Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. The customer reported that the buttons were not working, rewind was slower and getting no delivery alarms. They reported that the buttons were unresponsive and had to press 2-3 times. The insulin pump will be returned for analysis.